Event description:
Clinical narrative: an impella cp device was inserted into the left femoral artery in a 85-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, on an intra-aortic balloon pump (iabp), and on multiple inotropes and vasopressors, prior to initiation of support. The impella was inserted for ventricular support post-percutaneous coronary intervention (pci). While the patient was in the intensive care unit (ICU), the patient was less responsive and subsequently intubated, causing a stroke alert. The physician noted calcium at the mitral valve on echocardiogram. The impella was repositioned an hour prior to the stroke alert. The physician stated that the repositioning may have caused the calcium to shift. A computed tomography (CT) scan was negative. After nine hours, the patient expired on support. The impella functioned at p-5 at 1.4l/min as intended. Cerebral vascular accident/stroke is listed as a potential adverse event, and consistent with known device-related and patient-related factors. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction and cardiogenic shock, complicated by stage e shock.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: g1 MFR site name removed danvers. H6 component code changed to g07003. The investigation for the patient-device interaction (cerebrovascular accident) has been completed. The root cause of the injury was not determined due to insufficient clinical details.